Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 3.2 cm abdominal aortic aneurysm and a 9.6 cm left iliac aneurysm. Aortic neck was 35 mm long, 23 mm in diameter along its length, and moderately angulated but without thrombus or calcification. Vessels were severely tortuous throughout but without thrombus or calcification. It was reported after the talent bifurcated stent graft was deployed, the gate opened into the ipsilateral side rather than into the contralateral side. Attempts to correct the gate position by using wires and going up and over the bifurcation were unsuccessful. It was decided to convert the patient to an aui and perform a fem-fem bypass. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Difficult to cannulate) - eval results: moderately angulated aortic neck and severely tortuous vessels.